Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator had an asynchrony regarding the alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) stated that the issue was due to alarm settings set by the user of the device, so they advised the user and successfully completed a performance verification test (pvt). This investigation is ongoing.

Manufacturer narrative:
In a gfe response from the fse received on 16apr2025, the troubleshooting completed to resolve the issue was that the mode of the device was changed from pvc to s/t, and the pip alarm limit was updated to a suitable setting for the patient. The fse confirmed that no part replacement was required to resolve the issue, and the device was returned to service. As the only issue with the device was that the customer had not correctly configured the modes and settings, this event is concluded to be user error. The device was operating as expected and only required the settings change to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.